Manufacturer narrative:
G4:09feb2021. B4:30apr2021. The respiratory therapist reported that the patient was already being intubated prior to the device being brought in for therapy, the device failure was observed when they were attempting to initiate therapy and the failure caused a delay, however, the delay to therapy did not contribute to the requirement of manual ventilation as this was already being performed prior to the device failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported getting air valve liftoff failure error code. The field service engineer (fse) found the battery voltage is 22.3 volts. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient and occurred before patient use. The vent was swapped out. The fse cycle the air flow rate from closed to fully open several times to expel any foreign material. Use the hardware screen to open the air valve to its maximum position (2,000 steps), then toggle between the hardware screen and any other screen in the diagnostic mode to cycle the valve. After several attempt, unit is working and air liftoff value is 280. The fse could not duplicate the reported problem. Replaced the backup battery and performed a full performance verification. The unit passed all tests successfully. The device is returned to service.